Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite and verified the reported problem. To resolve this issue, the display was replaced. During troubleshooting, an issue with the main board was identified. A new main board has been placed on order. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 of additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator screen went black. As of this time there is no information about patient involvement associated with this reported event.